Event description:
It was reported that a pump will not power on.

Manufacturer narrative:
(B)(4). During the device evaluation, a secondary malfunction was identified that sigma considers to be reportable. This info was obtained by sigma on (B)(4) 2012. The sigma device evaluation also found the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e.g. When the ok key is pressed ok followed by the #1 will be entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.